Event description:
Pt undergoing craniotomy. While cutting bone flap from skull the drill being used became stuck in the bone. Drill was manipulated by surgeon and was eventually freed and removed. Upon removal, drill bit and footplate attachment appeared bent so another drill set was brought to the table and the surgery proceeded without further complications. A linear metalic foreign object was noted in the frontal lobe on postoperative head CT imaging, thought to be fragment of drill bit used during surgery. Pt was returned to surgery the following day at which time the foreign object was retrieved and confirmed to be approx 1mm of distal tip of drill bit.